Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
Subsequent to submission of the initial report, several unused files from six distinct catalog number / lot number combinations were evaluated for torsion and flexural properties and found to be in specification. It was initially reported that "more than 3 files" had separated but specific information on each event or the exact number of separated files was not provided. Files from six packages were returned, though it is unknown which returned package, if any, the separated files were from. Furthermore, none of the separated files were returned and evaluation of the returned files indicates that they are in specification. Based on the known information and due to the fact that further information will not be provided, it is presumed that three known file separation events occurred and consequently, three separate MDR reports were submitted. Please cross-reference report numbers 8031010-2005-00417 and 8031010-2005-00418. The catalog numbers and lot numbers of the returned files are as follows: ptrf121, lot 8005980; ptrf121, lot 8175060; ptrf321, lot 8077750; ptrf125, lot 8097340; ptrf225, lot 8041740; ptrf325, lot 7976310.